Manufacturer narrative:
The insulin pump was received with a missing retainer, reservoir tube o-ring missing, scratched case, case cracked behind the pump near the battery compartment, serial number label fading, cracked select button keypad overlay, keypad overlay texture damage, pillowing keypad overlay, and minor scratched lcd window. Unable to perform the displacement test dueto missing retainer. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that there were cracks in the battery compartment. The insulin pump was returned for analysis.